Manufacturer narrative:
The device was returned to olympus and the evaluation confirmed the customer allegation. There were lines on the print due to faulty charge coupled device. A device history record review revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image had spots when hooked up. The issue occurred during preparation for a therapeutic shoulder scope procedure which was completed using a similar device. There were no reports of patient harm.